Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer's wife stated they received questionable results from coaguchek xs meter serial number (B)(4). She believes that inaccurate results from the meter allowed a blood clot to form in the left ventricular assist device (lvad) and contributed to the customer's death. The customer had the lvad installed on (B)(6) 2017. After a few months, the customer started having issues and was admitted to hospital in (B)(6) and (B)(6) 2018. In (B)(6)/(B)(6), the customer's doctor told him to stop using the coaguchek meter and to go the laboratory for testing. On (B)(6) 2018, the result from the meter was 2.4 inr. On (B)(6) 2018, the result from the meter was 4.3 inr. On an unknown date, the customer tested with the meter prior to going to the laboratory and the result was "5 points" higher than the laboratory result. The customer's wife was unable to provide exact meter or laboratory results but thought the meter result was 5.0-6.0 inr and the laboratory result was around 1.0 inr. The laboratory reagent was not known. During this visit, the customer was diagnosed with a blood clot in the lvad. The customer's wife stated he was in and out of the hospital from issues stemming from the blood clot and resulting treatment. She stated he was treated with heparin, plavix, and other treatments to remove the clot. Specific treatments could not be provided. The customer's wife stated he was anemic due to thin blood and would receive blood transfusions, iron supplements, and iron infusions. The customer was admitted to the hospital on (B)(6) 2018 and the lvad was turned off on (B)(6) 2018. The wife stated there was nothing else they could do to remove the clot and the customer was sent home for hospice care. The customer died on (B)(6) 2018. The official cause of death was provided as "multiple system failure, heart failure, and cardio myopathy". The customer's therapeutic range was 3.0-4.0 inr. The suspect product was requested to be returned for investigation. Only the customer's meter was received for investigation and was tested with master lot test strips and qc material. Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. No information was provided that would point to a cause for the result discrepancy. The investigation determined the last tests logged in the meter memory were dated 2016. Therefore, the date and time on the meter was likely not correctly set. The last 3 results in the meter memory were: 2.4 inr on (B)(6) 2016, 5.5 inr on (B)(6) 2016 , 1.9 inr on (B)(6) 2016.

Manufacturer narrative:
Lot number and expiration date were updated.

Manufacturer narrative:
The report does not indicate the coaguchek xs test strip lot number. Please provide the test strip lot number(s) the customer was using during the time frame described in the MDR: the wife, the initial reporter, did not have strip information. The idtf was contacted and provided the following information: lot number 272163 was shipped to the customer on 03/05/18. Lot number 281241 was shipped to the customer 5/29/18. From the meter results, the code key information is logged which corresponds to the following lot numbers: the 299 code key information logged in the meter correlates to lot 272163. The 293 code key information logged in the meter correlates to lot 266836. The 242 code key information logged in the meter correlates to lot 176189. The report indicates that the customer¿s lvad was installed on (B)(6) 2017; a few months later, the customer began to have issues and was admitted to the hospital in (B)(6) and (B)(6) 2018. In (B)(6)/(B)(6) 2018, the customer¿s doctor directed him to stop using the coaguchek xs meter and proceed with laboratory testing. Please provide information on why the customer¿s doctor told him to stop using the coaguchek xs meter: the customer¿s doctor told him to stop using the coaguchek xs meter because it did not compare as expected to the lab results. The lab method is not known. Please indicate whether the customer¿s warfarin dosage was solely managed with the coaguchek xs system prior to the diagnosis of lvad clot. The wife stated that the warfarin was adjusted based on the meter but was not clear if all adjustments were based solely on the meter. She discarded the log book that was used for tracking purposes. Since the doctor instructed the patient to stop using the coagucheck xs because it did not compare as expected to the lab, it is believed that lab results were available and that not all warfarin dosing was based solely on the meter. Please indicate the date the doctor instructed the customer to stop using the coaguchek xs system. The wife thinks he stopped using the meter on (B)(6) 2018 and then began going to the hospital for labs on mondays and fridays. The report indicates that on an unknown date, the customer tested with the coaguchek xs meter prior to going to the laboratory and the result was "5 points" higher than the laboratory result, which was around 1.0 inr. Please provide an estimation of the date and/or month the customer went to the laboratory for testing. The wife stated that the customer tested for the last time with the meter after receiving the do not use order from doctor prior to going to hospital for lab draw. The wife further stated that she thinks usage of the meter was stopped on (B)(6) 2018. Please indicate the laboratory test used for the customer¿s inr result. The lab method is not known. Please provide the time (# of hours) between the laboratory test and coaguchek xs result. The wife stated anytime they compared the meter to the lab, results were obtained within about 30 minutes of one another. The report is not clear on the timeline of events. Please provide documentation of the customer¿s warfarin adjustments and any concurrent labs during the time frame described in the MDR. In addition, please provide evidence of medication adjustments of the patient. The wife stated that the warfarin was adjusted based on the meter but was not clear if all adjustments were based solely on the meter because she discarded the log book that tracked it all. Please indicate whether the "unknown date" with the vast difference in inr results (coaguchek xs vs. Lab test) was before or after the customer¿s doctor instructed him to stop using the coaguchek xs system. Although the report states that the patient had discrepant inr results with "5 points" difference on an unknown date. It appears that the tests were performed during the same visit that the patient was diagnosed with lvad blood clot. Please provide clarification on the timeline. The wife stated that during this visit husband was diagnosed with a blood clot in lvad. In reviewing the death report, it appears the data was collected on (B)(6) 2018; however, the actual data are all from 2016. The lvad was implanted in (B)(6) 2017 and problems appeared to begin around (B)(6) 2018. Do you have any known data from 2018? If so, please provide. We believe the date and time was incorrectly set. Per the information from the wife, we believe that these results were obtained sometime in 2018. We do have 2 lab results from 2018 which are: on (B)(6) 2018, 2.4 inr, on (B)(6) 2018, 4.3 inr. Additionally, the wife stated that on (B)(6) 2018 results of 3.1 inr and 2.2 inr were obtained. She did not know which result is from the lab and which result is from the meter. It appears the date and time of the coaguchek xs meter was not correctly set; please indicate if you know for what date it was set. We do not know what the date and time were set to. The meter was sent to us without batteries. Per the user manual, if the meter is without power for more than 1 minute the date and time must be reset. A result of 5.5 inr was observed in the meter's patient result memory. The code key associated with this test is 299 correlating to lot 272163 (exp. 31-may-2019). The date in the meter for this result is logged as (B)(6) 2016. The wife stated that she believed the last test was performed on (B)(6) 2018. It could be possible that the date set is approximately 2 years and 8 days off. However, this cannot be confirmed. Please indicate whose responsibility it is to set the date and time of the device (e.g., physician, subject, manufacturer, etc.). Per the user manual, the user is responsible to set the time and date of the device. The manual provides instructions for how to do this. Please indicate when roche was first aware of this death report. On november 21, 2018. Please provide the 510(k) identification number of the device the customer was using. K062925. Please provide the device labeling. Please see the user manual for the meter and the package insert for the strips. Additional information: the wife also confirmed stents were put in the customer¿s legs at the end of (B)(6) 2018 and began receiving monthly octreotide shots or ivs to prevent the gi bleeds that occurred while they were thinning his blood. She provided the lvh readings from (B)(6) through (B)(6): on (B)(6) 2018 lvh was 491. On (B)(6) 2018 lvh was 369. On (B)(6) 2018 lvh was 492. On (B)(6) 2018 lvh was 722. On (B)(6) 2018 lvh was 9000+. On (B)(6) 2018 lvh was 1100. On (B)(6) 2018 lvh was 1170. On (B)(6) 2018 lvad was turned off. (B)(4).